Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported per field service report: pump was on pt. Symptom - balloon ruptured. Did not alarm with helium loss. Display is intermittent with black area strip down middle of display. Findings/actions taken: performed functional check of pump. Helium alarms are working normally. Replaced suspect display head and cable (did not see the display problem).